Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
A 6f pacel bipolar pacing catheter was used during the installation of a permanent pacemaker. The device lead perforated the right ventricle during withdrawal. The patient experienced hemodynamic instability with epicardiac effusion and tamponade. The percutaneous drain was unsuccessful. The patient underwent surgical drainage and the right ventricle was sutured. There were no further complications.